Event description:
It was reported that the patient had a full revision due to system upgrade. They ran diagnostics in the or and diagnostics were within normal limits. When they turned the output back on after the patient woke up, the patient had bradycardia and asystole. They resuscitated the patient. They disabled the device after this until next neurologist appointment, but diagnostics came back within normal limits. The hospital decided to keep him overnight. The patient is recovering. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician reported that this patient has no prior history or family history of cardiac events. Asystole occurred while performing system diagnostics intraoperatively. The patient was under general anesthesia. The implant was continued and the patient did not have any abnormal vagal anatomy. The surgeon believes the arrhythmia was related to vns stimulation and that the device was functioning as intended. He notes that the patient was not hospitalized as a result of the arrhythmia and no intervention was taken to preclude a serious injury. The generator was left off. No other relevant information has been received to date.